Event description:
It was reported that the customer was connected during priming and may have inadvertently delivered 300 units of insulin into his body. The customer's blood glucose reading dropped from 230 mg/dl to 165 mg/dl during the phone call. The customer was advised to seek medical attention to prevent a possible hypoglycemic event. The customer's niece stated that she will take the customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.